Event description:
During the evaluation of the complaint, olympus medical systems corp. (Omsc) found that the foreign material came out of the air/water nozzle of the subject device and the air/water nozzle of the subject device was clogged with white fibrous foreign material. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The foreign material came from the component of the cellulose and the silicone based on a component analysis. Since the cellulose and the silicone are used for various use, the exact cause of the reported phenomenon could not be conclusively determined.